Event description:
A thirty one year old male spinal cord injured pt had the freehand system implanted in the right upper extremity on 11/26/97. On 1/30/98, the pt reported a red swollen thenar eminance and on examination was found to have staph. Aureus infection over the adductor pollicus (adp) electrode. No fever or other symptoms were reported. The pt was treated with IV antibiotics (ampicillin,flucloxacillin, & gentamicin) followed by a course of oral antibiotics (flucloxacillin, amoxycillin). The infection appeared to be resolving. Susequent to the examination, a granuloma formed over the area which was attributed to the insertion of the needle to gather the sample for culture. At the same time, it was found that the adp electrode was not delivering stimulation to the muscle. No break in the electrode was visible on x-ray. Further testing (surface potential mapping) indicated that output from this electrode was diminished. It is believed that there is a break in the electrode wire but the silicone insulation remains intact. The adp muscule responds to surface stimulation. Due to the risk of infection tracking, the existence of an electrode with redundant function, and the likely break in this electrode, the clinical team decided to remove the electrode. Surgery was performed on 2/11/98 where the granuloma was removed and puss was found around the electrode. The electrode was removed intact and will be returned to ncc for evaluation. The connector site (upper arm) was cultured and producted no growth. The abductor pollicus brevis (abpb) electrode was left in the hand and will be carefully monitored to ensure infection does not spread. The pt propels his wheelchair, exerting repeated stresses on the hand, which may have contributed to both the infection and the electrode failure. Labeling advises pts to monitor their skin over the implanted components and report any abmormalities to their clinicians are advised to treat infection aggressively to avoid tracking. An add'l observation was made at the time of evaluation. The system does not seem to be responding to changes in current level settings. This is being further evaluated to determine whether it is a device or user problem. The device continues to function properly at the pre-set amplitude level.